Manufacturer narrative:
Evaluation summary: the product sample was not returned to the post market vigilance laboratory. A picture was provided by the customer for analysis. The sample did not meet specification. The reported condition was confirmed. The picture sample showed that the blue and yellow pedals were swapped in their configuration. The investigation could not determine a root cause or a probable root cause for the failure at this time.

Event description:
According to the reporter, during servicing, the device had a faulty configuration of cut and coagulation pedals, pedals were swapped in their configuration with the blue coagulation on the left and yellow cut on the right. There was no patient involvement.